Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is not available, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the distributor, the device cleaning tube connector in the cleaning tank was damaged. No scope was reprocessed in the device after the event occurred. There is no harm or impact to any patient. The distributor¿s service representative replaced the broken part with an on-site repair.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard. Per the instructions for use (chapter 3 inspection before use: 3.2 inspecting the connectors): ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
Addendum sep 22, 2022: the broken connector had cracks and was discolored.

Manufacturer narrative:
There is more information on the evaluation of the event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device was repaired twice in past year, once in june 2021 and then again in september 20221. The software of the device is upgraded to version 2.4. There was a possibility that the scope may not be sufficiently reprocessed due to this event, but there were no reports of any health hazard occurring. Since the actual device is not available the root cause cannot be conclusively determine; however, it is likely that the connector was damaged due to loosening and the connecting tube could not be connected. One possible cause of the loosening of the connector is that the user applied loosening stress to the connector, which accumulated. Alternatively, it may be caused by hitting a hard object or deterioration over time.